Event description:
Discordant high sodium (na) results were obtained on an dimension exl instrument. The customer replaced the integrated multisensor technology (imt) sensor and ran quality control (qc). The qc was in range close to the upper limits. The customer ran patient samples for comparison between this instrument and an alternate instrument in the laboratory. The comparison showed higher values than the results obtained on the alternate instrument. No results were reported from the instrument. There are no known reports of patient intervention or adverse health consequences due to the discordant na results.

Manufacturer narrative:
The customer contacted the siemens technical support center (tsc). Tsc analyzed the instrument data. The cause of the discordant high na results is unknown. The customer replaced again the imt sensor and confirmed that there is no significant difference between the two instruments with the new imt sensor. The instrument is performing within specifications. Further evaluation of the device is not required.